Event description:
Although failure analysis identified a malfunction, the malfunction would not have contributed to a serious injury nor is the potential for injury present therefore the event does not meet the criteria for reportability and should not have been submitted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced stimulation at zero amplitude. In addition, the patient felt overstimulation when the leads were connected to the epg header. The issue was resolved by replacing the epg header. Concomitant medical products: the implant date of the concomitant leads (model 3186) and extensions (model 3383) is unknown at this time.